Event description:
It was reported that the touch screen was unresponsive. Customer's blood glucose level was 175 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.